Event description:
A consumer reported that their protective clean accessory charging cord caught on fire while charging. No injury was reported. Minor property damage was reported.

Manufacturer narrative:
Product was returned to manufacturer for investigation. A follow-up report will be submitted upon completion of investigation.